Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter stopped working. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of transmitter stopped working could not be determined. A root cause could not be determined.